Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 39 mg/dl at the time of the incident. The customer's other blood glucose was 232 mg/dl. The customer treated with glucagon, glucose tablets, and glucose dilute. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.